Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient died 8 days following the implant of the ICD and approximately 8 years following the implant of the right ventricular (rv) lead. A cause of death was requested and not received.